Event description:
Hooked end of the guide wire advanced past lesion and broke off during surgery. This was not discovered during radiology and pt had to return several weeks later to have the retained portion of the wire removed.what was the original intended procedure?wide local excision with needle localization of right breast cancer with sentinel lymph node biopsy.device #1is this a laboratory device or laboratory test?no.